Manufacturer narrative:
Patient age, date of birth, gender, and weight are unknown. (B)(4) relates to (B)(4) for the defect revealed by the investigation of balloon material torn. It is unknown if this was the first time the device was used. Visual evaluation of the returned complaint device revealed the balloon portion of the device to be torn longitudinally. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the report of inflation issues however the reported leak was not confirmed as the balloon was found to be torn longitudinally, indicating the balloon burst . The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was attempted to be inflated at an anastomosis site using normal saline. The pressure would not increase more than 4atm though the balloon is labeled for up to 6atms and a leak was noted in the balloon portion of the device. However it was reported the procedure was able to be completed with this cre balloon dilatation catheter. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the event was reported as "good". Investigation results revealed the balloon to be torn longitudinally, indicating the balloon burst which is contrary to what was initially reported, therefore this is now a MDR reportable event.